Event description:
The customer reported the device displayed error code 01000 (defib biphase error) when the therapy knob was turned. This error code is accompanied by the defib failure - cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed error code 01000 (defib biphase error) when the therapy knob was turned. This error code is accompanied by the defib failure - cycle power message/instruction and operation is halted. There was no report of pt involvement or adverse pt impact. The customer could not recreate the error and the device passed the shift/system check. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.